Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04083, 0001822565 - 2019 - 04084, 0001822565 - 2019 - 04085, 0001822565 - 2019 - 04086, 0001822565 - 2019 - 04088, 0001822565 - 2019 - 04089, 0001822565 - 2019 - 04090, 0001822565 - 2019 - 04091, 0001822565 - 2019 - 04092, 0001822565 - 2019 - 04094.

Event description:
It was reported that upon inspection in the warehouse, the devices were missing ball bearings from the shims. No patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Visual examination of the returned products identified that the shims exhibit signs of repeated use and missing components, each has missing bearings. This information confirms the complaint. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.